Manufacturer narrative:
Additional concomitant medical products: 4298 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the device had one partial power on reset (por) and ventricular sensing episode (vse) data was invalid. This was the first reset for the device and it was clarified that no reprogramming is necessary for this ride-through por. The device remains in use. No patient complications have been reported as a result of this event.